Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had physical damage. Blood glucose level at the time of call was unknown. The device was returned for analysis.